Event description:
A pedunculated polyp was found in the sigmoid colon at about 30 cm. The stalk was snared at the base with an endoloop. The loop did not deploy and the polyp was avulsed. There was no bleeding. The polyp stalk was then injected with epinephrine. The tip of the stalk was then ensared and cauterized. There was no bleeding at the end of the procedure.